Event description:
It was reported to philips that the device's energy output was lower than expected. There was no patient involvement.

Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of the therapy capacitor. A quote was given to the customer for this repair. The device remains at the customer site and no further evaluation is warranted at this time.